Event description:
Device malfunction: stent partially deployed. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during advancement of the xpert stent to the lesion in the popliteal artery, the stent was noted to have partially deployed. The stent and the delivery system was removed as a single unit without difficulty. The lesion was treated with balloon angioplasty. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not completed.